Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): device returned but no anomalies were found.

Event description:
It was reported that during the implant procedure, the helix did not extend or retract appropriately after several attempts at placement and resulted in dislodgement. The lead was not implanted. No patient complications have been reported as a result of this event.